Manufacturer narrative:
This report is being submitted to add the field action reference.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting jaws moved unintuitively, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The horizon small clip applier instrument was analyzed and found to be in a damaged condition and the instrument was unable to be tested on the in-house system, the instrument failed mechanical engagement when placed in the system; the instrument input failed to engage with the sterile adapter in multiple attempts. The instrument was also found to have a broken input disk. Input disk #7 was completely detached from the base of the housing. Hairline cracks were found on the grip input shaft. Improper cleaning during reprocessing most commonly cause this failure. The root cause of this failure is attributed to mishandling/misuse. The instrument was found to have a dislodged flush tube. Common causes of the failure mode of the dislodged instrument flush tube are typically attributed to mishandling/misuse. This may be attributed to improper cleaning during reprocessing, which may include autoclaving the instrument repeatedly without movement of the tip causing the flush tube to migrate. The complaint regarding jaws moved was not confirmed by failure analysis. No image or video was available for review. A review of the instrument logs for the horizon small clip applier (part number: 470401-06/lot number: u10210514) associated with this event has been performed. Per the review, the horizon small clip applier instrument was last used in a procedure on (B)(6) 2022 on system sk4206. The probable root cause of the unexpected motion is attributed to a partially seated instrument and subsequent disengagement. Unexpected motion is a result of the sterile adapter disk pegs only being partially seated during the instrument engagement routine on the instrument arm. Due to this partial engagement, the input disk controlling instrument grip could disengage sometime after the engagement routine has registered a successful grip engagement and before the instrument is inserted through the cannula. This issue can be resolved by using an alternate instrument to complete the procedure. This issue is associated with an ongoing corrective and preventive action (CAPA) for the horizon small clip applier instrument. The corrective action includes a software update with an additional check of engagement of the clip applier instrument grip disks and the da vinci system arm drape sterile adaptor disks. The incident of unexpected motion with using the clip applier instrument is also associated with a field action. Given that a CAPA is in progress and a field action specifically addresses these unexpected motion events, no additional actions are required. This issue will continue to be tracked. This complaint is considered a reportable event due to the following conclusion: it was alleged that the clip applier instrument moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that, the horizon small clip applier instrument jaws moved when clipping. An intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.